Manufacturer narrative:
The technician found the brake caster was worn. He replaced the brake caster to repair the bed.

Event description:
Info received indicates the right head caster is rotating when in brake.